Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing.

Event description:
It was reported by an attorney that the patient underwent a total laparoscopic hysterectomy on (B)(6) 2008, and the patient's uterus was morcellated to remove a symptomatic large uterine fibroid. On (B)(6) 2014, the patient had a diagnostic laparoscopy, bilateral salpingoophorectomy, lysis of adhesions, exploratory laparotomy and excision of pelvic mass from retroperitoneal origin was performed. A large soft tissue mass was seen within the pelvis and these were attached to the retroperitoneum and mesenteric part of the intestines. They were removed and low grade leiomyosarcoma was diagnosed. The patient was treated with radiation therapy. No additional information was provided.